Event description:
A home patient (hp) contacted global technical services (gts) regarding fluid leaking from her transfer set while she was disconnected to going to the bathroom. The hp stated she did not connect the cap on her line tight enough and drained out a good amount of fluid. The technical service representative (tsr) recommended that she call back when she gets back on the machine so that they can assist with bypass. There was no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed. The assignable cause was determined to be use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.